Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial (B)(4), implanted: (B)(6) 2006, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot (B)(4), ubd: 06-apr-2008, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study on 2018-apr-02 regarding a patient receiving compounded baclofen (dose and concentration unknown) via an implanted infusion pump. The indications for use included malignant pain and abdominal/visceral. It was reported that on (B)(6) 2018, the patient was undergoing a pump replacement for normal end of battery life and a catheter access port (cap) contrast study was performed which revealed a catheter fracture. A new catheter was implanted and the existing catheter was tied off at t6. It was noted that a second previously existing catheter remained tied off in the spine from a previous catheter revision as well. It was noted that the event was resolved without sequelae on (B)(6) 2018. The device diagnosis was catheter break/cut and the programming date from the most recent refill prior to the event was (B)(6) 2018 at 15:54. The etiology indicated the event was related to the device/therapy and was not related to the implant procedure. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), product type: catheter. The following information was captured in regulatory rep# 3004209178-2018-09501: it was reported that on (B)(6) 2018, the patient was undergoing a pump replacement for normal end of battery life and a catheter access port (cap) contrast study was performed which revealed a catheter fracture. A new catheter was implanted and the existing catheter was tied off at t6. It was noted that the event was resolved without sequelae on (B)(6) 2018. The device diagnosis was catheter break/cut and the programming date from the most recent refill prior to the event was (B)(4) 2018 at 15:54. The etiology indicated the event was related to the device/therapy and was not related to the implant procedure. No further complications were reported or anticipated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study on (B)(6) 2018 regarding a patient receiving unknown drug via an implanted infusion pump. The indications for use included malignant pain and abdominal/visceral. It was noted that a second previously existing catheter remained tied off in the spine from a previous catheter revision as well. Document contained no new information. Additional information received from a healthcare provider via a clinical study reported the catheter was unable to be pulled from the it space and was instead tied off. It was noted the serial number was (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the original revision was due to normal battery depletion. It was noted the patient's weight was not collected.